Manufacturer narrative:
No product is being returned for evaluation.(B)(4).

Event description:
Implanted t1 then advanced t2, but before surgeon could implant t2 it fell off the needle. Completed the repair with another company's device. T1 remained in the patient unsupported . Device will not be rerurned.